Event description:
The customer reported to olympus that the evis exera iii xenon light source emergency lamp indicator and main lamp light up at the same time. The issue was observed during reprocessing. No patient or procedure was involved with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the housing had corrosion on the top cover, the front panel mouth was cracked, the bottom chassis was rusted, the front panel chassis was rusted, the corrections worn out socket slider switch caused intermittent use of intensity mode and had corrosion on the output socket, the illumination of the olympus lamp life meter is reading at 300 + hours of light intensity output measured out of range and the lamp had a burnt mark, the air/water suction pump was working intermittently and turns power on/off, and there was a smudge on the turret lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomena occurred due to faulty lamp. Olympus will continue to monitor field performance for this device.